Manufacturer narrative:
The device involved in this incident cannot be returned for analysis as it was discarded by the user facility. The device was discarded in the field.

Event description:
It was reported that after successful use with the connect flex guide wire,the guide wire was removed from the anatomy and it was noted that the guide wire tip was bent. While inspecting the device,the tip separated. The separation occurred outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device involved in this incident cannot be returned for analysis as it was discarded by the user facility. Investigation into this incident is ongoing and we will provide an updated report once complete. The device was discarded in the field.

Event description:
It was reported that after successful use with the connect flex guide wire,the guide wire was removed from the anatomy and it was noted that the guide wire tip was bent. While inspecting the device,the tip separated. The separation occurred outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.